Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to attempt several troubleshooting steps including pressing the button firmly, using charging supplies known to work, and plugging the pump into a working wall outlet for at least 30 minutes. However, the problem persisted as the pump screen remained dark and led was not blinking. Customer was on an airplane and unable to charge the pump during the call, hence planned to follow up once they could access a working outlet.